Event description:
Nuvasive received a report of an s1 screw breakage in an l5-s1 spherx ii construct. Original surgery date was reported to have occurred (B)(6) 2011 and the breakage was identified via radiograph on (B)(6) 2012. Revision surgery is scheduled for (B)(6) 2012.

Manufacturer narrative:
(B)(4). Revision surgery has reportedly been scheduled for (B)(6) 2012. As of this report date, the product remains implanted and unavailable for further analysis. Labeling review: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture... Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants... These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."